Event description:
It was reported the device displayed the end of service (eos) message. The ipg is currently at 2.73v and it is unknown if the device depleted prematurely. Surgical intervention may take place at a future date to address the issue.

Manufacturer narrative:
Date of event estimated.

Event description:
Additional information was received stating surgical intervention took place where the ipg was explanted and replaced to address the issue. Effective stimulation was restored,

Manufacturer narrative:
Date of event estimated. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.